Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the right ventricular (rv) lead, it was determined that the patient had experienced a tamponade and pericardial effusion as a result of a perforation. The tamponade was drained, and the patient was sent to the critical care unit. The lead remains in use. No further patient complications have been reported as a result of this event.